Event description:
It was reported that patient had depuy primary tka. Revised to triathalon ts (B)(6) 2010 due to failure. Revised (B)(6) 2013 due to component loosening.

Manufacturer narrative:
The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Device history review indicates all devices accepted into final stock met specifications.the product experience reporting and chs complaint databases indicate there have been no other events for the reported lot or catalog number. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.

Event description:
It was reported that patient had depuy primary tka. Revised to triathalon ts (B)(6) 2010 due to failure. Revised (B)(6) 2013 due to component loosening.